Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. The patient had recently undergone a pocket revision with used electrocautery. After clearing the diagnostics, normal function resumed. No patient symptoms were reported.

Manufacturer narrative:
UDI (di): (B)(4).